Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the patient is deceased and expired due to an arrhythmic storm. The patient received ¿a lot of shocks from the device and externally, but did not survive.¿

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received shocks due to torsad de point. It was determined the patient experienced an arrhythmic storm and two months prior to the arrhythmia¿s there was a programming change and less pacing. A review of the clinical data information revealed a lead integrity alert ¿tripped¿ due to the elevated sensing integrity count and high rate non-sustained episodes. Additionally, there was double counting of the wide complexes during the arrhythmias and short intervals. Re-programming was performed, the device and lead remain in use and no further patient complications have been reported as a result of this event.